Event description:
The reported event was a burn at the site of the patient neutral pad that was reported by the patient during a follow up appointment. During the procedure, there were issues with weak cautery which were resolved by replacing the neutral pad that was on the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).